Manufacturer narrative:
To inform that was incorrect with the initial report. The correct information has been provided with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer reported that the cannula of the infusion set was bent. The insulin pump will not be returned for analysis.